Event description:
(B)(6) male had a grade 3 ac separation, repaired with arthrex tightrope device on (B)(6) 2012. He had an early failure of the device with what appears to be either loosening or failure of the device and re-evaluation of the clavicle, dislocation of the acromioclavicular joint. The pt underwent removal of the current hardware and repair of the ac separation with replacement of new arthrex tightrope device on (B)(6) 2012.